Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7161910, UDI: (B)(4).

Event description:
It was reported that the patient developed a headache and was hearing a thumping in her ears. The physician believed that he punctured the dura while trying to gain access to place the leads. The patient underwent a blood patch procedure.